Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a patient's mother called in complaining that the key pad on her son's insulin pump does not work correctly. The patient's blood glucose level was at 65 mg/dl. The son was treated with carbohydrates by the mother. The customer stated that there were no significant events or damage that could have led to the malfunction of the keys. The customer was informed that the pump must be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.